Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during a cryoablation procedure. Following difficulty in placing the catheters in the left-sided pulmonary veins, an initial ablation was started. 30 seconds into the ablation, it was noted that the arterial line pressure was low. An effusion was identified by ultrasound. Pericardiocentesis was performed and protamine was given to reverse heparin. Two units of blood given and patient's blood pressure stabilized. No further effusion was observed on ultrasound. The cryoablation procedure was cancelled. A CT surgeon was consulted, but there was no need for surgical repair post procedure. Device 2 of 3, reference MFR report: 3002648230-2014-00087 and 3007798852-2014-00009.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.